Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported she has issues with infusion sets being occluded, but her insulin pump does not alarm no delivery. Customer was advised of possible insertion site and infusion set issues. Customer declined troubleshooting because this was a past event. Customer was advised to try different infusion sets. Samples are being sent to customer. Customer's blood glucose was unknown. Nothing further reported.